Event description:
Customer reported that the transmitter did not blink when connected to any charger or during the test plug procedure. The blood glucose reading was 206 mg/dl. Nothing further was reported.

Manufacturer narrative:
The transmitter was unable to charge due to a broken cow catcher and damage to all contact pins. The functional tests could not be performed due to the charge anomaly.